Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a right coronary artery stenting procedure, a 4.0 x 38 mm xience alpine stent was deployed using an indeflator. There was no difficulty noted during inflation of the stent delivery system balloon; however, during deflation, it seemed that the indeflator was incapable of pulling negative enough to deflate the stent delivery system balloon. The indeflator was removed from the device and a non-abbott inflation device was connected. The stent delivery system balloon was deflated completely. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.